Manufacturer narrative:
H10: this record was previously reported in error and has been identified as a duplicate of manufacturers report #1218950-2020-04434. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device had no sound. The device was not in use on a patient at the time of event.